Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining a falsely elevated troponin (accutni) result, above the ami cutoff, and a ckmb result above the normal reference range generated by the access 2 immunoassay system for one patient's sample. The specimen was re-centrifuged and repeated on a different instrument which resulted in the normal reference ranges. The results were not reported out of the lab no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is lithium heparin with a gel barrier that was centrifuged for 5 minutes at 4,500g. Specimen appearance was normal and was aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges prior to and after the event. A system check was performed on (B)(6) 2010 and one portion failed. The customer repeated the system check that same day and it met specifications. A field service engineer (fse) was dispatched: the fse performed a high sensitivity system check, which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.